Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ lymphadenopathy: unable to observe. No other observations observed, no further actions are required.

Event description:
Patient reported a right side rupture. Healthcare professional later confirmed right side rupture and reported "axillary enlarged lymph node¿ and ¿axillary lymphatic thickening". Device has been explanted and replaced with a non-allergan device. Partial capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "axillary enlarged lymph nodes".

Event description:
Patient reported a right side rupture. Healthcare professional later confirmed right side rupture and reported "axillary enlarged lymph node¿ and ¿axillary lymphatic thickening". Device has been explanted and replaced with a non-allergan device. Partial capsulectomy was performed.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a right side rupture. Healthcare professional later confirmed right side rupture and reported "axillary enlarged lymph node¿ and ¿axillary lymphatic thickening". Device has been explanted and replaced with a non-allergan device. Partial capsulectomy was performed.